Event description:
It was reported by sales rep (B)(6) that allegedly the 8x23 biosteon tap snapped at the connection point to the flexible portion of the shaft. Reportedly the threaded tap portion then became lodged into the lateral femoral condyle. Allegedly the issue was noticed while tapping for the screw the tap break was noticed. Reportedly the procedure was completed successfully and the patient was not affected. Allegedly there was a delay it took longer than expected to remove the tap portion.